Event description:
A report was received stating that during removal of the device from use, the cannula broke off the administration set and remained in the patient's skin. No actions were taken to remove the cannula. No adverse effects to the patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.